Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient described stimulation as a shocking sensation that goes to their right foot. The patient was advised to turn down stimulation. According to the patient it "shocks" them, but the patient then confirmed that they were using shocking to describe normal stimulation. A follow-up call with the patient determined that the patient had switched to program 2 and was unable to walk due to pain from stimulation on program 2. Additionally, the patient reported that on program 2 they had not urinated in over 12 hours. The patient changed back to program 1 the morning of the call and reported that on program 1 their legs felt better and they were urinating. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.